Event description:
This report now summarizes 17 malfunction event(s), instead of 18.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. 1 device that was originally evaluated was determined after the investigation that the device experienced brakes cannot be disengaged which is not reportable. 1 device that was originally coded as evaluated was found that it not made available by the customer; the reported issue was not confirmed. Evaluation results findings (components/results): 1 device: appropriate term/code not available/no findings available.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 12 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 5 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 18 malfunction events(s), where it was reported the devices experienced brakes cannot be engaged. No adverse consequence or clinically relevant delay in treatment was reported.